Event description:
It was reported that stent damage occurred. The physician was performing a percutaneous coronary intervention (pci) for an occlusion of the right coronary artery (rca) and successfully pre dilated the lesion. The physician brought two wires down - one to the marginal and one to the rca and delivered the 32 x 2.75 rebel stent with no issues. When the non-bsc wire was being pulled back, it got caught on the non-bsc guidewire. This caught one of the struts on the stent and deformed the proximal end of the stent. The physician used a 1.5mm balloon to create a lumen and then used a 3.0mm balloon to open it wider and successfully placed a rebel 3.00 x 16 stent. There were no patient complications and patient's condition is fine.

Manufacturer narrative:
Age at time of event: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).